Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Analysis summary: product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that three sealed boxes with twelve packets ea. That pertains to product code vr416 were received for evaluation. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed using an instron equipment and the tensile strength force was above the minimum requirement. The devices performed without any defect noted. A manufacturing record evaluation was performed for the finished device lot number ar3020, and no non conformances/manufacturing irregularities were identified. (B)(4). Additional information was requested and the following was obtained: please confirm how many sutures teared/ripped when they would go to tie off? Unknown, three boxes returned full. Was there any adverse consequence associated with the patient? No. Did the event occur during one or multiple patient procedures? Unknown.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2022 and suture was used. The suture would tear/rip when they would go to tie off. There were no adverse patient consequences reported. Additional information was requested.